Event description:
During an exam, the pt received a total dap exposure of just under 200,000 cgycm2. This caused a radiation burn to the pt. There is no evidence that the system was out of specification.